Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered what appears as various inappropriate anti-tachycardia pacing (atp) and a shock, but the device has already delivered inappropriate shocks in the past. Atrial under sensing is a known situation for this crt-d and some ventricular episodes have atrial pacing with blanked ventricular events, followed by unnecessary ventricular pacing. The atp was not very effective as reported by the caller. Different programming options were discussed around blanking periods. Additional information was received mentioning that the patient had an atrio-ventricular (av) node ablation while in the hospital. If the situation recurs, they will bring patient back for a ventricular ablation. Technical services suggests the health care professional determine the date of the av node procedure. If this event is prior to that procedure and no other events have been stored after the ablation, then all of this could be atrial in origin. The crt-d remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered what appears as various inappropriate anti-tachycardia pacing (atp) and a shock, but the device has already delivered inappropriate shocks in the past. Atrial under sensing is a known situation for this crt-d and some ventricular episodes have atrial pacing with blanked ventricular events, followed by unnecessary ventricular pacing. The atp was not very effective as reported by the caller. Different programming options were discussed around blanking periods. The crt-d remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.